Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting it was noted, customer could not get rid of the ¿black box¿ on the monitor. The customer attempted to hit another button and could not have an image. The customer was instructed to check the cable and to check the input was selected correctly. Following this, the customer was instructed to go through the monitor setting and the issue was resolved. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a black box was observed on the monitor of the video system center during preparation for a diagnostic procedure (cystoscopy). Subsequently, the intended procedure was completed with the same device, following troubleshooting. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported image problem. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for the problem. However, it is probable that the image problem occurred because the connection of the cable and the monitor settings were both inappropriate. Olympus will continue to monitor field performance for this device.